Event description:
It was reported that the lead was explanted due to suspected damage when tachy therapy was aborted. Noise was observed on egms. At explant, visible insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event was verified in the laboratory. The outer insulation of the is-1 connector leg at 6.0cm from connector pin . The damage found is consistent with friction with the can.